Manufacturer narrative:
It was indicated by the customer that the cable used during the reported event was not saved, and therefore, could not be returned to masimo for eval. An image was made available to masimo to help describe the reported event. During an on site eval, the masimo clinical specialist was unable to replicate the reported event. Add'l info regarding the environmental conditions, sensor lot info and cable lot info was requested in order to complete the investigation. Add'l info has not been made available to date and product has not been made available to date and product has not been made available to masimo for an analysis to be performed. If and when add'l info and/or product is made available for eval, a follow up report will be submitted. No pt incident was reported.

Event description:
The customer reported that their philips mp70 monitors with masimo set mms' displayed spo2 values that jumped around from 100 to 60 and back. This occurred in 2 operating room's and did not resolve after changing the mms, the cable and several spo2 sensors. We recorded the mms model and serial numbers, in case the issue is with the mms. The monitors were not taken out of service and were continued to be used on pts. No pt incident was reported.